Event description:
In 2009, the pt reported experiencing air in the insulin cartridge and infusion tubing for the past few weeks. He stated that initially, he noticed air in the insulin cartridge a half day after the cartridge was inserted into the infusion device. Since that time, he has occasionally noticed air in the infusion tubing after 1-2 days of use. On each occasion, he has been able to prime the air from the system. The pt stated that he reuses insulin cartridges. He was educated on the proper procedure for changing the insulin cartridge. He stated that he has experienced evaluated blood glucose of 14-20 mmol/l (252-360 mg/dl). His normal blood glucose range is 8-9 mmol/l (144-162 mg/dl). Symptoms of elevated blood glucose are thirst, weak leg muscles, and tired. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.